Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a device history record (DHR) review performed previously on legacy complaint (B)(4) did not reveal any manufacturing deviations or anomalies.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary no device associated with this report was received for examination. No images depict this specific product. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a device history record (DHR) review performed previously on legacy complaint com-193607 did not reveal any manufacturing deviations or anomalies. Device history review a device history record (DHR) review performed previously on legacy complaint (B)(4). Did not reveal any manufacturing deviations or anomalies.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left attune total knee to treat osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a left knee revision to address instability and tibial tray loosening at the cement to implant interface. The surgeon noted the resection of extensive scar tissue. The tibial tray, tibial insert, and femoral component were revised. The patellar component was retained. The patient was revised with competitor products and cement. There were no indicated intra-operative complications. Doi: (B)(6) 2015 dor: (B)(6) 2020 left knee.